Manufacturer narrative:
Concomitant medical products: 4968-60, lead implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had an electromagnetic interference. It was noted that the patient was using nipple electrocution which caused the emi and inhibition of pacing. The device is still in use. No patient complications have been reported as a result of this event.